Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of low transmitter battery. A root cause could not be determined via data. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the transmitter failed as a low transmitter battery was displayed in the logs on the issue date. The customer complaint could not be replicated with the returned transmitter. The customer complaint of low transmitter battery was confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.